Manufacturer narrative:
Additional information was received. Sections b7 was updated. Section f10 was corrected. The reason for the valve in valve procedure was due to degeneration of the valve with thickened leaflets, severe stenosis and slight intra-insufficiency. Echo performed approximately 2 months prior showed gradients 60/40 mmhg and a slight intra-prosthetic leak. After the valve in valve procedure, the gradients were 39/18 and there was minimal paravalvular leak. The patient outcome was good. During the valve in valve procedure, there was a procedural complication at the femoral level. There was a dissection which required implantation of ilio-femoral stent after tavi. As per medical opinion, the root cause of the valve in valve was degeneration of tavi with thickened leaflets, severe stenosis and slight intra-insufficiency. Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the structural valve deterioration could not be confirmed, however, may be due to the patient¿s pre-existing valvular disease progression and other comorbidities. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in canada, approximately seven years and one month post implant of a 26mm sapien xt valve in the aortic position, the patient had a 26mm sapien 3 valve implanted within the first valve. The reason for the valve in valve procedure is unknown at this time.

Manufacturer narrative:
Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.